Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer states that the head section collapsed while his wife was sleeping in bed.